Manufacturer narrative:
Failed nut in lift motor.

Event description:
It was reported by service report that the footend lift was drifting. The customer reported that they did not know if there was patient involvement; however, no adverse consequences were reported.